Event description:
It was reported that the device turned on and off intermittently and eventually the vacuum stopped. Blood was collected by gravity, but the surgeon made the decision not to re-infuse the collected blood. Approximately 200 to 300 mls was collected and discarded. It is unknown if the patient received a blood transfusion from a blood bank, and the patient did not pre-donate blood prior to the procedure.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. If additional information is received, a follow up report will be filed.